Event description:
The following has been reported by customer: air error: customer emailed in the request form reporting: cannot operate pump. Continues to give air error. Even though we have visualized no air is present in the line. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 24 and some insert set alarms were found which could confirmed the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the reported events are reproduced with the failures of the ocs test and the calibration of the air sensor. External inspection found damaged door, mounting post on base plate are cracked, housing w/keypad has damage where door sensor is located. Nothing was found during internal inspection. Air sensor, door, base plat, housing and clamp motor were replaced. However those damages were likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.